Event description:
When trying to open product in sterile field, the outer paper separated from the plastic packaging. This made opening difficult and brought into questioning sterility of the product once opened. Potential harm is in using an unsterile product.